Event description:
(B)(4). Same case as 2134265-2011-03731, and 2134265-2011-03732. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the ramus with 80% stenosis, a length of 10 mm and reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation, and implanting a 2.50 x 16 mm study stent and post dilatation with 0% residual stenosis. During the index procedure, a non-target lesion in the proximal to mid right coronary artery (mid rca) was treated with pre dilatation, placement of three (3.00x32mm, (2) 2.75x32mm) taxus express stents placed in overlapping fashion and post dilatation. Post placement of the three taxus express stents in the mid rca, a dissection which caused transient lack of flow distal to the treated segment was reported. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).